Event description:
A surgeon reports a pt with bilateral intraocular lens implants has experienced symptoms of glare and has not seen well since she had her surgeries 16+ years ago. The surgeon reports the initial surgeries were difficult and lenses were placed in the sulcus. Over time, the lenses have subluxed and round symmetric opaque deposits have been seen on the lenses during examination. The surgeon has no plans to intervene at this time. Additional information has been requested. MDR# 1119421-2006-00325 - eye #1. MDR # 1119421-2006-00326 - eye #2.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.